Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas plus valve was occluded and was revised. The initial setting was unknown and a minor disturbed consciousness appeared about a week after the valve implanted. The situation did not improve one week later and contrast radiography was conducted. Although the valve was not completely occluded, it did not flow well. Therefore the surgeon decided to replace it to another valve.

Event description:
N/a.

Manufacturer narrative:
Sample was received for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected; needle holes in the needle chamber were noted as well as biological debris inside the valve. The valve was hydrated per internal procedure. The valve was tested for programming according to internal procedure. The valve failed the test. The valve was flushed per internal procedure the valve passed the test. The valve was leak tested per internal procedure. Leaked from the needle holes in the needle chamber. The siphon guard was tested per internal procedure the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the flat spring of cam/ball arm assembly, rotation construct, on the helical spring, in the lower and upper casing. The root cause for the problem noted during the investigation is due to biological debris noted on the flat spring of cam/ball arm assembly, rotation construct, on the helical spring, in the lower and upper casing. No lot information was provided therefore no manufacturing records could be reviewed. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6) , director of regulatory programs, office of product evaluation and quality and (B)(6) , assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.